Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 443 mg/dl. The customer stated that he observed a bent infusion set cannula, as well as sensor and blood glucose reading discrepancies. He requested replacement of the transmitter. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the transmitter showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Please see medwatch report # 2032227-2014-51919.